Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. Unable to confirm low reservoir alarm anomaly due to no button response. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had an issue with the esc button not working on the insulin pump. Customer woke up and had a low reservoir alert message but it would not clear. Customer was showering and stated that the pump was in the same room. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.